Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had scratches on the screen making it difficult to read. The customer's blood glucose level was unknown at the time of the incident. The insulin pump took longer to rewind and had random no delivery alarms. The batteries would last only for 2 days. The device will not be returned for analysis.